Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up the pulse generator exhibited backup vvi mode. Due to low battery further troubleshooting could not be performed. The device was explanted and replaced.